Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that they received the scroll wrap safety notice. The blood glucose reading is unknown. Nothing further reported.